Manufacturer narrative:
The company representative replaced the shuttle transducer (part number 0682-00-0076-01). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "autofill failure" alarms several times. After the customer reboot the iabp generated an "electrical test failure code #53" (shuttle transducer offset failure) alarm and the iabp stopped pumping. The patient was switched to another iabp and therapy was continued. No patient injury was reported.